Event description:
It was reported by service report that the head left side rail would not raise, lower or lock in the upright position. It is unknown if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Heavy corrosion and wear inside pivot point where siderail arms attach to siderail.